Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported during a lower extremity runoff procedure at the connection of the injector and the sideport the tuohy split and sprayed contrast on the injector. The physician took the tuohy off and put a new one on the sheath and continued the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, drawings, documentation, instructions for use (IFU), manufacturing instructions, quality control and trends was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known, accordingly a review of the device history records could not be conducted. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: ¿before removing or inserting devices through the introducer, aspirate through the side-arm of the valve to clear the introducer, then flush with heparinized saline. Insert the dilator completely into the introducer and, for introducers with tuohy-borst valves, tighten the tuohy-borst valve around the dilator. Upon removal of package, inspect the product to ensure no damage has occurred.¿ it is stated in the event description that the tuohy split and sprayed contrast when the injector reached 650 psi. Based on the information provided, no product returned and the results of our investigation it is feasible to suggest that the reported failure mode was caused by the device receiving pressure greater than it's intended design. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
It was reported during a lower extremity runoff procedure at the connection of the injector and the sideport the tuohy split and sprayed contrast on the injector. The physician took the tuohy off and put a new one on the sheath and continued the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.